Event description:
It was reported by the rep that the (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the top portion of the jaw fell off when an attempt was made to fire. The piece fell into the pt's abdomen. The part was retrieved and the procedure was completed with another instrument. There was no consequence to the pt.